Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate that during an unknown procedure the speedtrap white 30mm failed to deploy. Additional information could not be provided regarding the event outcome, patient status, or if the device will be returned.